Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that motor would not run on the device with serial number (B)(4). Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear from use and servicing. Reliability engineering also evaluated the devices with serial numbers (B)(4) and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified spine surgery, it was observed that the motor device was "sticking¿. It was further reported that the user ¿put forceps in the [device] and turned the forceps until the motor was freed.¿ a delay of 5 minutes was reported. A spare identical device was available for use, but was not utilized. The device was reported to have been ¿accidentally put back into service at the facility¿. Therefore, the serial number of the device is unknown, and all of the devices at the facility identical to the one associated with this event will be sent in for service. There is no allegation of complaint with the other devices. Patient involvement was reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The facility was unable to determine the device that malfunctioned. Therefore the serial number is unknown. All devices in from the facility were returned for investigation. Serial numbers of the devices are (B)(4). The actual devices from the facility have been returned and are currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.